Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore, a batch review cannot be conducted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Received one used set with no cap on spike and no cap on patient connector in reference to connection issue. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. During visual inspection the tip of the spike was white in color approximately 1/8 on tip of spike. Set was tested underwater at 8 psi with no leak noted. The complaint could not be confirmed in the lab.

Event description:
A nurse relayed a report to baxter (B)(4) that the patient had reported that after therapy was completed the transfer set and the disconnect cap became disconnected. The patient was involved but there was no injury or medical intervention reported. No additional information is available.